Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. The scs lead was subsequently explanted and replaced. Patient now has effective therapy.